Event description:
It was reported that a red alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD), indicating that a battery depletion (bd) code had been declared. The patient's nurse was instructed to contact the monitoring healthcare provider for resolution. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a red alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD), indicating that a battery depletion (bd) code had been declared. The patient's nurse was instructed to contact the monitoring healthcare provider for resolution. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD was received for analysis.

Event description:
It was reported that a red alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD), indicating that a battery depletion (bd) code had been declared. The patient's nurse was instructed to contact the monitoring healthcare provider for resolution. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD was received for analysis.

Manufacturer narrative:
This report is being sent to correct h7, h9, and h11. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a red alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD), indicating that a battery depletion (bd) code had been declared. The patient's nurse was instructed to contact the monitoring healthcare provider for resolution. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.